Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of 05/31/2019. Pads were also expired with a labeled expiration date of 02/28/2016. The cause of the AED not powering up was related to a lack of maintenance of the AED.